Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured below rated burst pressure. The device was completely removed from the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient status post-procedure was good.